Event description:
It was reported that the patient underwent a one level anterior cervical discectomy fusion. Sometime post-op it was found that the screw had backed out. The hardware was removed from the patient; no replacements were needed since fusion occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.